Event description:
Customer reported that automatic quality control (aqc) was not run on instrument since (B)(6) 2013. Customer indicated that 122 pt samples were run during this time frame. There was no report of injury due to this event.

Manufacturer narrative:
The event occurred due to an operator error. The customer should not have run patient samples when the automatic quality control (aqc) was not being run to confirm the parameters were within range. The instrument is performing as intended.